Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii lvas, serial number (B)(6) , did not identify any device-related issues. A specific cause for the reported events and a correlation to the evaluation of the device cannot be conclusively determined. (B)(6) was returned assembled surrounded by native tissue and had been exposed to a fixative agent. The driveline was returned intact. The distal half of the flex section and the inlet elbow were returned attached to the pump inlet port. The inlet extension and proximal half of the flex section were not returned. The sealed outflow graft was returned attached to the outflow elbow, which was attached to the pump outlet port; however, the graft was severed at the graft hardware and the severed portion was not returned. The outflow graft bend relief and bend relief collar were not returned. Fixed post-explant blood was found on the veins of the rotor. There was fixed post-explant blood found on the blood-contacting surfaces of the inlet and outlet stators, as well the inflow and outflow elbows. No adhered depositions or thrombus formations were found in the evaluation of (B)(6). The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU lists stroke, bleeding, cardiac arrhythmias, and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. The "pump performance monitoring" section under "patient care and management" addresses damage due to wear and fatigue of the driveline. Section 6 outlines proper driveline care, instructing users to avoid twisting or bending the driveline as this may lead to wire damage inside. Section 7 explains all alarms associated with the system controller and power module, as well as how to troubleshoot. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented on (B)(6) 2021 after a syncopal episode where he fell and hit his head. The patient's computed tomography head (cth) revealed a left parietal intracerebral brain hemorrhage (ich). The patient's inr was 1.6 and he was reversed with 500u of kcentra and 10 mg of vitamin k. The patient had a decline in his exam 1 hour later. A repeat cth revealed a left temporal ich with expanding left parietal ich. The patient was intubated for airway protection. The hospital course was complicated by arrythmias and hypotension. The patient decided to pursue comfort measures on (B)(6) 2021. The patient passed away.